Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after receiving an alert 38 (motor stall alert), they attempted several supply changes and dry runs with assistance from their daughter, but the alert persisted. The user¿s blood glucose (bg) was not affected during the event. The user was provided a replacement ilet. No medical intervention was required, and no symptoms were reported.